Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported slda appears to be due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip was implanted without issues. However, it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted stabilizing the slda clip and reducing mr to 2. The patient remained stable. No additional information was provided.